Event description:
It was reported that the vacuum did not work well. No patient consequence reported.

Manufacturer narrative:
Date sent: 08/08/2007. Evaluation summary: based upon the inquiry information received and functional examination: the unit was found to require the power cord to be replaced. The device was functionally tested, met all requirements and returned to the customer.